Event description:
An 8f fast-cath slo introducer was inserted into the femoral vein and into the position for a transseptal crossing in the right atrium. The brk needle was inserted through the slo introducer dilator, reportedly with the brk needle stylet in place. However, the brk needle could not be advanced enough to protrude out the tip of the dilator. The slo introducer sheath ws replaced with a second sl0 introducer; after the sl0 introducer was in position in the right atrium, the brk needle was advanced. The hospital staff reported the brk needle poked through the slo dilator and sheath. There were no reported pt consequences. The reorder, lot and reprocessing information of the brk needle are unknown at this time.